Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a self test failure. Further clarification was provided and the reported issue was confirmed to be a defib test failure. An authorized representative was dispatched to the customer site. The reported issue was confirmed and it was determined that the capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.